Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.6 volts and a charge time of 8.4 seconds after approximately 9 months of service. It was reported that the device is programmed ddd (60-120 ppm), with atrial and ventricular outputs of 2.0 volts at 0.5 seconds. Impedances for the atrial and ventricular leads are 453 and 591 ohms, respectively. Premature battery depletion is suspected. A guidant technical services consultant recommended performing a save to disc and sending this in to guidant engineering for evaluation.